Manufacturer narrative:
Date if event: unknown date in 2017. Implanted date: unknown date in (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a removal of an intramedullary (im) trochanteric fixation nail advanced (tfna) due to helical blade cut-out on (B)(6) 2017. The original procedure was (B)(6) 2017. The patient is (B)(6) years old, and has poor bone quality. There was no reported fall or other trauma. Removed hardware included: nail, blade and locking screw; all were intact. The patient is in hospice an was non-ambulatory prior to the removal procedure, so no hardware revision was performed. The original fracture site collapsed on itself. The hardware was removed without incident. No sign of infection was present. The procedure was completed successfully with the patient in stable condition. Concomitant devices: tfna nail (part 04.037.142s, lot h310883, quantity 1); locking screw (part 04.005.528, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 04.038.285s lot number: h159247, date of manufacture: 26 august 2016. Place of manufacture: (B)(4). Part expiration date: 31 july 2026. Nonconformance noted: n/a. Description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 85mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.